Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08jan2020.

Event description:
The customer reported an alarm for oxygen not connected. There was no patient involvement.

Manufacturer narrative:
G4: 10jan2020. B4: 13jan2020. The manufacturer's field service engineer (fse) performed troubleshooting. The fse was unable to duplicate the reported issue. No error codes were confirmed. No parts were replaced on this unit. The alleged condition was not confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.